Event description:
Information received indicates the head end of the bed was drifting down.

Manufacturer narrative:
The technician found that the hi/low up solenoid valve seat was worn. The worn seat caused the head end of the bed to slowly drift down over the course of two days. Repairs have not been completed.